Event description:
It was reported that the first inflation of the fox plus balloon was to 8 atmospheres during post dilatation of a previously deployed stent in the left superficial femoral artery. The balloon ruptured on the second inflation at 16 atmospheres. No additional post dilatation was required as the stent implant was deployed successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection and the scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency regarding balloon ruptures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue regarding the reported complaint. Based on the reviewed information, no product deficiency was identified.